Event description:
It was reported that there was no body surface or intracardiac ecgs being displayed on the carto 3 or recording system. Rebooting carto and the recording system had no effect. It was suspected that the 12-lead ground was faulty. The on-call fse was consulted and agreed. It was recommended to switch the leads around to create a functioning right leg ground. The 12 lead cable in use did not allow individual lead replacement. In preparation for abandoning the carto 3, the lasso nav connected to 20b was disconnected and all ecgs returned. Plugging in the lasso nav to 20a or 20b resulted in the loss of all ecgs. The lasso was replaced with one from a different lot and the ecgs were not lost. Issue resolved.

Manufacturer narrative:
(B)(4). Received catheter was visually inspected and is in good condition with no damages. Catheter was electrically tested and failed due to leakage on electrode #2 and #19. After removing the connector the catheter was tested again and the leakage from electrode #2 and #19 disappeared. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was confirmed.

Manufacturer narrative:
The concomitant device: carto 3 system us catalog # fg540000 serial # (B)(4).